Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture could not be confirmed. Based on the returned device analysis a leak was identified during negative pressure. The reported difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during the procedure to treat a lesion in the proximal right coronary artery with moderate calcification, a 3.5 x 15 rx trek dilatation catheter was advanced and no resistance was noted. The balloon was inflated; however, the balloon ruptured immediately on the first inflation. The balloon was attempted to be inflated up to 8 atmospheres (atms) but the balloon ruptured before reaching 8 atms. The 3.5 x 15 rx trek dilatation catheter was withdrawn with slight resistance from the patient anatomy and the lesion was further dilated with a non-abbott dilatation catheter. There was no adverse patient effect reported and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.